Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning 12 days (08aug2020 ¿ 20aug2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 16aug2020 at 4:32 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within approximately 1 second when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Per additional information, the root cause of the observed loss of ac power was the cable becoming loose from the wall outlet. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number of the mpu was not reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient experienced mo external power alarms while on the mpu. This is caused by the power to the mpu being briefly interrupted. The patient stated that the power cord came lose from the wall